Manufacturer narrative:
This is a duplicate report of 1818910-2011-08477. This report, 1818910-2013-12993, will be rejected. 1818910-2011-08477 will be kept for investigation purposes.

Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that s/he was revised to address intermittent pain which caused limping, and for elevated chromium and cobalt levels which caused deterioration of the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.